Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an 80-year-old male patient was implanted with an impella device for mechanical circulatory support. The us complainant was attempting to deliver a cp to support a patient admitted for a hrpci (high risk percutaneous coronary intervention). The cp failed to deliver and kinked with the attempted placement. The pump was explanted. No harm or injury noted.

Manufacturer narrative:
The investigation into the reported delivery issue has been completed since the original report was filed. No product was returned. The root cause of the delivery issue was most likely patient condition related.